Event description:
Additional information received from the consumer reported the cause of the battery charge not lasting 10 days was related to the charging unit (the size and shape of a mouse) didn¿t give a reading under 20%, but it was confirmed it was charging. The consumer kept track of the battery longevity which was linear with them not letting it go below 20% by charging every 7 days. The consumer confirmed their treatment/therapy was working okay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who reported when they woke up this morning they had tremors in all four limbs. The patient checked the implant battery level and said the battery was almost off even though they were told the battery would last for 10 days, but today was day 7. The patient stated they charged the implant a few times since implant and hadn¿t made any recent adjustments and the other times didn¿t recharger for the full 10 days. The patient confirmed they were able to charge the implant and turned therapy back on.